Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that the onetouch ultra meter is giving inaccurate high of "25.2 mmol/l" (454 mg/dl) compared to "16 mmol/l" (288 mg/dl) obtained on another meter. This complaint is classified according to the documentation of the customer care advocate. The patient managed his diabetes based an insulin sliding scale regimen based on the lfs meter readings. On (B)(6) 2011, the patient allegedly took 16 units of insulin based on the alleged inaccurate high reading of "25.2 mmol/l." Subsequently, the patient reportedly "went on insulin shock" requiring medical intervention from the paramedics. The patient did not develop any symptoms at the time of concern. The patient did not remember too much detail about the treatment received. During troubleshooting, the customer care advocate noted the time difference between the "25.2 mmol/l" and the "16 mmol/l" were more than 30 minutes of each other. To compare meter to other meter results, the readings should be taken within 30 minutes per lifescan's criteria for accuracy comparisons. This complaint is being reported because the patient received medical intervention for "insulin shock" after he took insulin based on an alleged inaccurate high reading on the lfs meter.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(4), 2011 the meter was tested and no faults were found. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. On (B)(4), 2011 the test strips were tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # k062195.